Event description:
It was reported that the system had intermittent loss of live image. This issue could cause the system to become intermittently unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.